Manufacturer narrative:
Device was used for treatment, not diagnosis. Therapy date is unknown. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Patient information is not available for reporting. Date of event: unknown. This report is for one, unknown variable angle (va) distal tibia plate. Part and lot numbers are not available for reporting. Other number¿UDI: unknown part number, UDI is unavailable. (Therapy date): unknown. The subject device is not expected to be returned to the synthes manufacturer for evaluation. (B)(4). The 510(k): unknown. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device manufacture date: unknown. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that revision surgery was performed on (B)(6) 2016 due to nonunion and a broken unknown variable angle (va) distal tibia plate. The patient was initially implanted during an unknown procedure on an unknown date with the va plate and an unknown quantity of unknown screws. Post-operatively on an unknown date, it was discovered that there was nonunion and the va distal plate had broken at the distal locking screw hole. During the (B)(6) 2016 revision surgery, the broken va plate and an unknown quantity of intact screws were removed. The patient was not revised with new implants and cultures were taken. The patient will be revised at a later date to be determined. There was no surgical delay and procedure was completed successfully. The patient's post-operative status was reported as stable. This report is for one, unknown variable angle (va) distal tibia plate. This report is 1 of 1 for (B)(4).